Event description:
It was reported that, during the first use of this fiber and as soon as the fiber was connected, the connector segment sparked and damaged. There were no patient complications. Analysis of the returned fiber identified that the fiber connector was fractured.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned fiber was analyzed. The fiber was received in one piece, and no defects were observed along the fiber body. The fiber tip was noted to be slightly degraded. At the time of evaluation, no aiming beam was observed, and no light was exiting the connector. No treatments had been used, and ten treatments remained unused. Based on the analysis performed, the observed condition of distorted or absent light exiting the connector is consistent with an internal connector fracture. An internal connector fracture can occur during procedural handling of the fiber during set-up or use. This type of fracture can result in insufficient aiming beam or reduced laser energy output, up to a complete inability for the fiber to fire. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.